Manufacturer narrative:
The insulin pump received with a broken reservoir tube lip, missing reservoir tube o ring, scratched lcd window. There was no display anomaly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device was unable to perform the occlusion test and no delivery alarm test due to a prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and physical damage. The blood glucose at the time of the incident was 320 mg/dl. On (B)(6) 2013, the customer stated that the insulin pump alarmed no delivery alarm but she couldn't read the screen to confirm. The customer called on (B)(6) 2013 with a blood glucose level of 248 mg/dl and complained about a broken reservoir and a rubber which was visible and loose. Troubleshooting was not able to resolve the issue because the plastic opening of the reservoir barrel is missing and the o ring is exposed. Advised the customer the pump will need to be replaced due to the broken reservoir tube lip. The device was returned for analysis.